Manufacturer narrative:
Evaluation will initiate as the complaint unit reaches scientia vascular.

Event description:
On 7th june 2024, a scientia vascular was notified of a complaint about the guidewire breaking in the patient while placing a subclavian stent. The guidewire was retrieved with no injury to the patient.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria. It was found during investigation that this complaint guidewire had similarities with the images collected during the investigation of guidewires that had broken due to bending. However, with the information provided during the complaint intake, there is no way to determine how the bend occurred during the procedure, and possible scenarios can only be speculated. For these reasons, the complaint is confirmed, however, a true root cause for the break could not be determined.